Manufacturer narrative:
H.6. Investigation: two photos were provided to our quality team for investigation. Through visual inspection, liquid is observed below the stopper; therefore the reported failure can be verified. There is no visible damage or defect on the syringe that could be contributing to the leakage. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including testing to verify the seal of the stopper. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that an unspecified number of bd plastipak¿ 20ml syringe luer-lok¿ experienced leakage past the stopper during use. The following information was provided by the initial reporter: the event has occurred 2 - 3 times I home-dialysis. When they pull blood back in the syringe there is leakage behind the stopper. No harm to patient or user and no influence on treatment.

Manufacturer narrative:
Device expiration date: unknown, a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd plastipak¿ 20 ml syringe luer-lok¿ experienced leakage past the stopper during use. The following information was provided by the initial reporter: the event has occurred 2 - 3 times in home-dialysis. When they pull blood back in the syringe there is leakage behind the stopper. No harm to patient or user and no influence on treatment.